Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6 medical device problem code: appropriate term / code not available (a27) used to capture incident identified which might, directly or indirectly, lead to a temporary or permanent serious deterioration of a patient¿s, user¿s, or other person¿s state of health.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implanted lps stem at femur has been broken. The x-ray showed that the implant and bone both fractured. Dor: (B)(6) 2021.